Manufacturer narrative:
Additional information: b5.

Event description:
Update kpilz 11-nov-2025: the loose part did not detach inside the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the suture anchor, biocomposite pushlock® sp 4.5 x 28 mm, identified that the threaded distal end of the shaft was stripped and bent. No damage to the eyelet or the screw was noted. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
It was reported that during a shoulder surgery the metal eyelet began to loosen before use, causing it to come out of the device when inserted into the shoulder, forcing the doctor to use a different device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.